Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400mg/dl and 380mg/dl. The customer stated that they were having difficulty getting blood glucose under control and stated that there was something wrong with their equipment. The customer mentioned that they were only able to get blood glucose levels under control with injecting. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.